Event description:
Customer reported that he had high blood sugars. Customer stated that the drive support cap is damaged on his insulin pump. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose drive support disk. Unit was received with scratched display window and motor error alarm. Motor passed the motor test and the bolus wizard functioned properly. Unit had missing end cap sticker.